Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (11) 1/2cc, 12.7mm, 30g syringes in an open poly bag from lot # 0139060. Customer states that they found syringes with the whole needle component and orange cap broken off. All returned syringes were examined and all exhibited a broken barrel tip. A review of the device history record was completed for batch# 0139060. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: l2l #101656 dispatch corrected the issue by adjusting the air jets and scrapper blades. H3 other text : see h.10.

Event description:
It was reported that 20 syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer opened a new box and found about 20 syringes with the whole needle component and orange cap broken off. Verbatim: consumer reported opening a new box and finding about 20 syringes with the whole needle component and orange cap broken off. Consumer reported same issue with same lot # in cs0036565. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer opened a new box and found about 20 syringes with the whole needle component and orange cap broken off. Verbatim: consumer reported opening a new box and finding about 20 syringes with the whole needle component and orange cap broken off. Consumer reported same issue with same lot # in cs0036565."